Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent dislodged as it was being removed from the packaging. Reportedly, there was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast in the balloon and inflation lumen. The stent implant was dislodged from the balloon and returned on the stylet inside the protective sheath. There was no damage noted to the stent implant. The balloon was returned tightly folded with crimp marks between the markers. There was no damage noted to the sds. A snap gage was used to measure the outer diameters of the stent implant. The middle outer diameter measurements did not meet mfg criteria, they were oversized. The proximal and distal outer diameter measurements met mfg criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.